Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The operative report was received and indicated that this explant was not due to a malfunction of the annuloplasty ring but due to patient factors as the device had dehisced and the native leaflets had prolapsed which required replacement with a bioprosthetic heart valve. It is unknown and was not indicated if the device was available for return and evaluation. No additional information has been provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the annuloplasty ring was explanted after an implant duration of approximately 2 years 6 months due to mitral regurgitation and was replaced with a bioprosthetic valve. The surgeon did not indicate that there was a malfunction of the device. Per the operative report: with regards to the mitral valve, there was prolapsed of the anterior leaflet despite an intact neo-chordae tendineae with gore-tex suture. There appeared to be progressive elongation of the native chordate tendinae. In addition, there was partial dehiscence of the mitral annuloplasty band. These findings probably resulted in the progression of the mitral regurgitation.